Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they deployed an angio-seal as usual however when pulling the device back the anchor pulled straight out of the artery. There was no adverse result. Manual compression was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was received for product evaluation. No accessory components were returned to the device. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was exposed at the distal tip of the hemostatic sheath. Analysis of the distal tip of the hemostatic sheath revealed that the collagen was still present within the sheath and had not properly exited as intended. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.